Event description:
It was reported that the compressor stopped. There was no patient harm. Manufacturer's ref.: (B)(4).

Event description:
Manufacturer's ref.: (B)(4).

Manufacturer narrative:
It was reported that the compressor stopped. The wiring terminal at the ballast bridge of the air compressor was found bad. The terminal was replaced after which the compressor worked as specified. Replaced parts were discarded. Received pictures show a discolored connector attached to an internal electrical terminal. The connector appears to be exposed to excessive heat probably caused by poor electrical contact. If an internal power failure occurs during operation the compressor may fail to deliver compressed air. The ventilator will the switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated. The conclusion in this matter is that the wiring terminal was defective causing the reported failure. As no goods were returned for investigation, the root cause could not be determined.